Event description:
Neurosurgery resident at bedside. Verbalized lumbar drain catheter sheared off and retained in patient. Stat orders placed for CT of lumbar spine. Patient taken to CT scan and operating room by neurosurgery team with successful complete removal of lumbar drain fragment.